Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the contact resolved the issue by changing the infusion site. The customer reported an elevated blood glucose (bg) level of 482 mg/dl. The customer used manual injections to address bg level.